Event description:
A doctor alleged that ten (10) patients had experienced the loss of a crown after placement with the maxcem elite clear product; however, specific patient or incident details could not be recalled. The doctor reported that in some instances, the cement had set up too quickly; however, no specific incident information could be recalled. This is the tenth of ten (10) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. Although the doctor's office identified two (2) different lots associated with the debonding, the doctor could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4511165 and 4720560. The doctor could not recall patient or incident details; however, the doctor reported that the patient had retrieved the crown. The doctor could not verify if the crown was able to be cleaned out and re-cemented, or if a new crown was made; however, the doctor stated that a crown was cemented for the patient using a different product, without further incident. To date, the patient is doing fine. The product from lot #4511165 was returned and a visual and physical evaluation was performed, yielding results within specifications. The product from lot #4720560 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.